Event description:
It was reported that during inspection at the user facility the devices were missing delrin balls. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of a problem locking the batteries was confirmed by a manufacturer repair technician during visual inspection. Upon disassembly, it was discovered that the delrin balls were missing. Possible causes for this disassembly include wear due to extended use, mechanical damage, or degradation due to extended autoclaving.